Event description:
A pt experienced a shocking/jolting sensation following a revision, and while their device was turned on. The sensation was felt at the location of the implanted neuro stimulator. The reason for the noted revision procedure was not specified. The pt's status was good. The pt's outcome was not reported.

Manufacturer narrative:
(B)(4).